Event description:
It was reported that prior to use, the device was overheating less than a minute and bubbling. The device was running in forward mode. Irrigation was used with the flow rate of 30cc. There was no patient involved in this event.

Manufacturer narrative:
H3 (sn:(B)(6)): analysis found that the bearings were corrode and broken. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unk. Prod. ID/ indigo handpiece; sn: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000; drill 1845000 indigo high speed otologic; sn: (B)(6). H3: analysis performed and found the handpiece cosmetically not ok. Collet assembly corroded. Additional failures are motor and collet assembly found faulty. Previous code for product ID: 1845000 b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.